Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys ft3 iii results for two patient samples from a cobas 8000 e 602 module. The serial number was requested but was not provided. The samples were submitted for investigation and were tested on a cobas 8000 e 801 module, a cobas 6000 e 601 module, a cobas e 411 immunoassay analyzer, and a centaur analyzer. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
An additional ft3 sample from the patient was received for investigation. The ft3 result was found to be within the reference range. The sample was tested for an interfering factor and no interference was found. Catalog no was updated.

Manufacturer narrative:
Sample from the patient was submitted for investigation and ft3 result was found to be within the reference range. Further testing identified an interfering factor was present in the sample. This interference is documented in product labeling for the assay. The incidence rate of the identified interfering factor is monitored on a quarterly basis. Corrected information was received that the customer used a cobas 8000 e 801 module instead of a cobas 8000 e 602 module.